Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient was unable to charge his ipg. He had not used or charged his ipg for more than 90 days. A replacement charging system did not resolve the issue. The patient is in the process of scheduling an explant and replacement of the ipg with his physician. The ipg will be returned to the manufacturer for evaluation. Follow up on the patient found that no further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.